Event description:
It was reported that on literature review "ankle arthrodesis using the taylor spatial frame for the treatment of infection, extruded talus and complex pilon fractures", all 14 patients suffered from a pin site infection during external fixation treatment with the taylor spatial frame system. The patients were successfully managed with oral antibiotics and pin site care. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Ordas, a; et al (2021). Ankle arthrodesis using the taylor spatial frame for the treatment of infection, extruded talus and complex pilon fractures. Injury. Vol 52, pag 1028-1037. Doi: 10.1016/j.injury.2021.02.003. Case-(B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, based on a review of the literature article, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation of the reported pin site infection during the external fixation treatment with the tsf system could not be performed, nor could the clinical root cause of the reported infection be determined. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. According to the complaint the patients were successfully managed with oral antibiotics and pin site care. The impact to the patient beyond that which has already been documented in the article could not be confirmed nor concluded based on the information provided; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).